Manufacturer narrative:
(B)(4). The lot was manufactured from april 21, 2014 to april 23, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor delivered its contents at a faster rate than expected. The reporter stated that the device was filled with fluoruracil (non-baxter product, volume unspecified) and connected to the patient. The expected infusion time was 48 hours; however, the device was empty after 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.